Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine device change out procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead was experiencing high pacing impedance and high capture threshold. The rv lead was capped and abandoned on (B)(6) 2023. The physician has decided not to replace the rv lead. The patient's condition was stable.

Manufacturer narrative:
Correction: section d10 - the therapy date should have been feb 24, 2023 rather than feb 27, 2023.